Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 420 mg/dl at the time of incident. Customer also stated that the insulin pump had low battery alert and then it was dead and then they put in two different batteries. But, insulin pump did not work. It was also stated that there was battery cap issues which causing power issues. Customer treated high blood glucose level with manual injection. The insulin pump will not be returned for analysis.